Event description:
It was reported there were 5 inappropriate therapies delivered. Impedance of greater than 1000 ohms was noted. The lead and device were replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported there were 5 inappropriate therapies delivered. Impedance of greater than 1000 ohms was noted. The lead and device were replaced. No further patient complications were reported as a result of this event. Acutal device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated shock, inappropriate.